Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 425 mg/dl while wearing the pod between 24 and 36 hours. Once at the hospital the patients pod was removed. The patient was treated with insulin. The patient was discharged from the hospital the following day. The patients pod will not be returned as it has been discarded.